Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded episodes of simultaneous noise on the right ventricular (rv) and right atrial (ra) channels. The noise was oversensed, and the rv oversensing resulted in pacing inhibition with a pause of greater than two seconds. Two other episodes of noise were stored, causing signal artifact monitor (sam) episodes and the minute ventilation (mv) feature to be disabled. Technical services (ts) discussed this noise appeared to be a type of electromagnetic interference (emi). Additionally, the rv and ra pacing impedances had decreased within the past year, but measurements were not out of range. There was another stored episode of noise from approximately one year ago which did not have the appearance of emi. Troubleshooting options were discussed with the health care professional (hcp). Additional information was requested from the field; however, no information was able to be obtained. No adverse patient effects were reported. The device remains in service.